Event description:
A report was received that the patient developed infection at the pocket site following a nondevice related surgery. Symptoms noted were redness and drainage from the ipg wound. The physician believed that infection was not device related and also could not confirm if it was due to the nondevice related surgery. The patient underwent an explant procedure and was treated with dicloxacillin antibiotics. The patient was doing well postoperatively, and infection was resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.